Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys t3 and the elecsys ft4 iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The assay results were high compared to results from competitor tests. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the t3 assay. The sample was initially tested at the customer site on an e 801 analyzer. The sample was repeated on competitor systems which include siemens atellica im, abbott architect i2000, and an unknown radioimmunoassay (ria). The serial number of the e801 analyzer is (B)(4).

Manufacturer narrative:
Samples from the patient were provided for investigation and results obtained by the customer could be reproduced. Upon further investigation, it was determined the sample contained an interfering factor against the streptavidin component of the assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." An interfering factor against the ruthenium label of the assay could be excluded. Gammopathy could be excluded.